Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the pt's g5 mobile app prompted to pair a new transmitter. Data was returned and evaluated. The reported event was confirmed via data. The probable cause was determined to be incorrect egv timestamp. No additional event or patient information is available.